Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested and found to working as intended and put back into service.

Event description:
The customer reported the system monitor went down in middle of pt procedure. The field engineer clarified that the system locked up. There is no report of injury or death associated with the event described in this complaint.